Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the catheter/port was stuck. An x-ray was done and a catheter break was found near the connection to the port body. The port was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI l/p port w/brov 6.6f catheter was returned for evaluation. Catheter was returned in two segments, with proximal segment attached to port stem. Catheter lock was also returned, detached from port stem. A complete circumferential break was noted between the 11cm and 12cm depth markers, approximately halfway between the port body and port stem tip. Both the proximal and distal edges of the catheter break possessed jagged and rounded properties as well as a granular surface texture, typical of a tearing failure mode. No other anomalies were noted. Based on the findings, the investigation is confirmed for a catheter break, specifically a catheter break at the port stem. Based on the location and appearance of the identified break, it is possible that damage caused by excess compression from the catheter lock as a result of assembly contributed to the reported and identified break. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2020).

Event description:
It was reported that approximately eleven months post port implantation during maintenance flush, the port was allegedly occluded. X-ray examination identified the catheter fractured from the catheter lock and the tip of the catheter was found in the right ventricle. An emergency operation was completed to remove the fractured catheter and the port. The current status of the patient is unknown.